Event description:
It was reported that arteriotomy of the common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, the knot could not be advanced to the arterial surface. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient seqeula. The physician is reportedly not trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - operator not trained in the use of the device the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Reportedly, the knot could not be advanced to the arterial surface. The causes that can influence the reported experience can be, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During the manufacturing process, the device is visually and functionally tested. The reported lot met lot acceptance. During deployment, grabbing the incorrect suture during advancement may cause the suture to snag on itself resulting in the inability to advance the knot. The proglide instructions for use (IFU) provides the optimum procedure to ensure successful delivery of the suture. The user was reportedly not trained in the use of the proglide device and may have used the wrong suture rail during tightening causing the snag, but this could not be confirmed. The IFU states that before using the device, the user is to be trained by an authorized representative of abbott vascular. The evaluation could not conclude that manufacturing or anatomical conditions had influence on the reported experience. The evaluation did observe the user was untrained in the use of the proglide device; therefore, the cause of this event was user error related. A review of the finished device lot history records did not reveal any nonconforming material records associated with this. A query of the complaint handling database was performed and there does not appear to be any indication of product quality deficiency.